Event description:
Information received that the head will not raise up. No injury reported.

Manufacturer narrative:
Technician found the head will not raise due to stuck head up solenoid valve. Replaced the head up solenoid valve to resolve this issue. Bed located in sicu.